Event description:
Brakes were discovered to fail. We have been in contact with hill-rom but brake failures continue to be a problem. We are in the process of having hill-rom replace the brakes for a second time. This is a potential patient safety issue.